Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a scope communication error appeared on the monitor. Olympus inspected the device at the service department of olympus and found that an abnormal endoscopic image appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.